Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer reported that they have backup plan available. Customer was treated with insulin pump. After the troubleshooting was done, customer was advised that there is nothing wrong with the device. The customer was advised to change entire set, reservoir and insulin and treat. Customer was transferred to bayer company.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.